Event description:
Info received from an outside source noted pt implanted with prodisc-l at l4-l5 and l3-l4. Pt experienced index level related numbness. Pain has persisted and add'l treatment/intervention is required. This is the 2nd of 6 reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.